Event description:
It was reported that 9 implants were initially placed. Patient came back after 2 years for revision. Due to infection and bad condition 4 implants were removed. Patient was drug addicted. Patient will have to return to place new implants.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D10. Concomitant medical products tsvwb13, impl tapered scr-v sbm 4. 7mm 4.5mm 13mm, lot 64048947 x 3, g4: premarket identification k011028/k013227.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). DHR review was completed for the subject lot number 64088121. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 64088121 for similar events and no other complaint was identified. Review completed utilizing keywords: infection. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
No further event information is available at the time of this report.